Event description:
The event occurred when the therapist had checked the parameters, was walking out of the pt's room when he noticed that the ventilator stopped, and all the displays froze including the graphic display. He turned the ventilator off then on again and it operated correctly. The rn working in the room apparently bumped the ventilator and it again froze, all displays stopped cycling and there was no alarm. The ventilator inoperative alarm led was ilumlnated. The pt was not injured as the rt and the rn were at the bedside and were able to ventilate the pt manually.